Event description:
It was reported that the patient experienced inappropriate hv therapy, due to multiple episodes of noise. The lead was capped.

Manufacturer narrative:
No medwatch form was received.